Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had pressure difference issue. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e1, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer evaluated the unit for the reported condition. During the evaluation, a minor variation between the augmentation pressure displayed on the cardiosave and the systolic pressure shown on the patient monitor was observed. No device malfunction was identified, and the system was found to be operating within normal parameters. The observation was escalated to the factory for further review, and the reported behavior was assessed as a normal operational scenario. No fault logs were available for review. No parts were replaced. The device was confirmed to be operating properly and remained available for clinical use.

Event description:
N/a